Event description:
Related manufacturer report number: 2017865-2024-01250. It was reported, noise was observed on the right ventricular (rv) and right atrial (ra) leads. Technical support was contacted and noted the noise on the rv lead resulted in oversensing and there was decreased pacing impedance observed as well. During the lead revision procedure, lead insulation damage was observed on the rv and ra leads. The rv and ra leads were capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.